Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "carotage" of the stopper was found in the bd microlance¿ needle syringe.

Event description:
It was reported that a "carotage" of the stopper was found in the bd microlance¿ needle syringe. It was reported to have occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Correction: describe event or problem: it was reported that a "carotage" of the stopper was found in the bd microlance¿ needle syringe. It was reported to have occurred on 2 separate occasions but the date/time and or patient information is unknown. Investigation summary: DHR- bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2103 (may 17-20th, 2018) during which 65 visual inspection of 100 units were performed with 0 defects noted. Assembled needles comes form 2 batches: #8135602: (may 17-29th, 2018) machine 4407 during which 504 visual inspections of 25 units each were performed with zero defects noted. #8117821: (may 10-17th, 2018) machine 4407 during which 345 visual inspections of 25 units each were performed with zero defects noted. Cannula batches #8053658 and #8026643. Bd has been provided with 5 references samples unpacked of lot 180522. Returned needles were examined under microscope without observing any damaged cannula point and well-deburred. Samples were tested (using different angles of penetration) using a lab vial with no difficulties and no particles from vials stopper fragmentation were found. Conclusion(s): based on above results and since DHR review show no abnormalities or issues during needles manufacturing process, complaint is not confirmed, and bd is not able to determine the root cause at this time. On the other hand, based on available information, bd understands coring issues may have taken place during puncturing the stopper of used vial may occur. Taking into account the preventive measures and controls in place during the cannula manufacturing process, the coring effect is unlikely to be caused by poor or insufficient de-burring process of the cannula. Moreover, the stopper and the technique used to penetrate the vial cannot be excluded to play a role and have some potential implication in the coring effect issues. Since most of the needles have a short bevel like the reported one, the needle should penetrate the stopper at 90ºc to avoid having coring effect.